Manufacturer narrative:
Secondary intervention, (B) (4): evaluation results: (femoral artery was over sutured).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 month ago. Aneurysm and vessel morphology were unremarkable without tortuosity or calcification. It was reported that the pt presented with a cold leg on one month post stent graft implant and the right iliac was found occluded from the level of the flow divider to internal iliac take-off or further. There was no kinking of the device noted. A post implant angiogram showed the internal iliacs filled at the same time. The physician believes that the occlusion is related to the anastomosis from closing the vessel after the procedure. The physician elected to perform a femoral -femoral bypass. No additional clinical sequelae were reported, and the pt is fine.